Event description:
Distributor in a foreign country reports that an evaluation study was conducted by a customer comparing troponin I (tni) results run on the beckman access 2 (bci) with results run on the triage cardiac panel. Twelve samples show potentially false neg tni results on triage as compared with bci. The customer's data summary shows two different cut-off levels for each platform. Using a cut-off of 0.5 on bci and 0.4 on triage there were potential false negative tni results. The following clinical information was provided on these four patients. In 2008 6:00 bci=0.74 triage=0.23 ckmb<1.0 myo=54.4, caod, CABG. Eight additional samples were reported, no data provided.

Event description:
Distributor in a foreign country reports that an evaluation study was conducted by a customer comparing troponin I (tni) results run on the beckman access 2 (bci) with results run on the triage cardiac panel. Twelve samples show potentially false neg tni results on triage as compared with bci. The customer's data summary shows two different cut-off levels for each platform. Using a cut-off of 0.5 on bci and 0.4 on triage there were potential false negative tni results. The following clinical information was provided on these four patients. In 2008 6:48 bci=0.88 triage<0.05 ckmb=1.1 myo=68 non-st elevation mi, death. Eight additional samples were reported, no data provided.

Event description:
Distributor in foreign country reports that an evaluation study was conducted by a customer comparing troponin I (tni) results run on the beckman access 2 (bci) with results run on the triage cardiac panel. Twelve samples show potentially false neg tni results on triage as compared with bci. The customer's data summary shows two different cut-off levels for each platform. Using a cut-off of 0.5 on bci and 0.4 on triage there were potential false negative tni results. The following clinical information was provided on these four patients. In 2008 9:07 bci=0.71 triage<0.05 ckmb=16.1 myo>500 pneumonia, progressive muscular dystrophy, dilated cardiomyopathy, chest pain origin is pneumonia. Eight additional samples were reported, no data provided.

Event description:
Distributor in foreign country reports that an evaluation study was conducted by a customer comparing troponin I (tni) results run on the beckman access 2 (bci) with results run on the triage cardiac panel. Twelve samples show potentially false neg tni results on triage as compared with bci. The customer's data summary shows two different cut-off levels for each platform. Using a cut-off of 0.5 on bci and 0.4 on triage there were potential false negative tni results. The following clinical information was provided on these four patients. In 2008 12:00 bci=0.57 triage=0.09 ckmb=2.9, myo=67.6 caod 1vessel caod-coronary artery obstructive disease. Eight additional samples were reported, no data provided.

Manufacturer narrative:
Customer complaint could not be confirmed for lack of specimen. Testing of clinical specimens on retains reflected good agreement with access. Lot review indicated no observed recovery failures. Unresolved questions regarding sample handling by customer. Issue not confirmed.

Manufacturer narrative:
Customer's complaint could not be confirmed for lack of specimen. Testing of clinical specimens on retains reflected good agreement with access. Lot review indicated no observed recovery failures. Unresolved questions regarding sample handling by customer. Issue not confirmed.